Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd syringe luer-lok¿ tip there was an issue with scale marking error. There was no report of injury or medical intervention.

Manufacturer narrative:
One 10ml syringe in an open package and one open empty syringe package were received and confirmed to be from batch #8067760 (p/n 302995). The samples were visually evaluated. The syringe had no printed scale, which is a rejectable condition per product specification. The open package had no observable defects. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the missing print defect is associated with the marking process.no corrective actions are necessary based on the defective rate identified.

Event description:
It was reported with the use of the bd syringe luer-lok tip there was an issue with scale marking error. There was no report of injury or medical intervention.